Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they were unable to pull the guidewire out after the xray. The guidewire was stuck, so they pulled the whole ng tube out and replaced it with another. This issue happened three times.

Manufacturer narrative:
The device history record (DHR) review could not be performed because a lot number was not available. A sample analysis could not be performed because no photo or sample was received. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. The root cause could not be determined without a sample to evaluate. The instructions for use state the proper procedure for insertion of the feed tube and extraction of the stylet. A risk assessment was performed to determine the occurrence of the reported failure mode. The observed occurrence is below the range of the expected occurrence; therefore, no action plan is required at this point. This complaint will be used for tracking and trending purposes.